Manufacturer narrative:
Investigation: customer returned (1) loose bd pen needle without a tear drop label attached, and a broken non-patient end cannula. Consumer reported rear cannula end is broken. The returned pen needle was examined and exhibited a broken non-patient end cannula, likely due to improper attachment to the pen injector by the user, thus confirming the alleged defect. Unable to perform DHR review due to unknown lot number for broken cannula npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that cannula broke off with an unspecified bd pen needle¿. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Initial reporter phone #: unknown.

Event description:
It was reported that cannula broke off with an unspecified bd pen needle¿. The following information was provided by the initial reporter: rear cannula end is broken.